Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Device evaluation: the customer reported the tubing was leaking from the pump and returned one photo and video of the leak. The set in question has a reported unknown material and lot. There is no physical sample for investigation. The photo and video both verify the complaint of leakage at the upper fitment of the silicon pumping segment. The issue was found during infusion, several hours into use. The root cause could not be traced to the manufacturing process. The potential root cause is related to clinical practice in the pump loading techniques. A member of our clinical team has been notified of the issue. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It is reported leakage. Verbatim: we had some IV tubing fail in a pump where it leaked all over, I have attached the video of it. I don't have a lot number because it was hung hours ago but it was for the bd alaris pump infusion set.